Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer called to report a "major" ac reaction. At 92 minutes, the donor was having a lot of chest pain and stomach pain. The donor was given 6 tums and 911 was called per the customer site's sop. The donor was taken by ambulance to (B)(6). The donor spent the night in the emergency room and was released the next morning. The donor followed up with his physician. His physician told him he was dehydrated and that he could continue to donate if he increased his fluids a couple of days before the donation.